Manufacturer narrative:
The insulin pump was received with intermittent escape and act button response due to flattened dome. The keypad connector was inspected and no anomalies were noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 360 mg/dl. The customer stated that she had difficulty pushing her keys. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.